Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a microclave® neutral connector that the customer reported was leaking from 'gub' connection between nad and pressure disc tubing during patient infusion. There was patient involvement but there was no harm reported as a consequence of this event.